Event description:
Caller stated he purchased a crutch two and half years ago and it broke. He contacted the manufacturer and it was replaced, unfortunately the replacement broke the exact same way and each time he fell. He says he use this crutch for ambulatory purpose. Caller believes the crutches are defective. Ref report: mw5149426.